Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is in managed ventricular pacing mode and the heart rate is dropping below lower rate limit. The arterial lead is oversensing. The lead is still in use. No patient complications have been reported as a result of this event.